Manufacturer narrative:
Initial reporter is company representative. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Service & repair evaluation: the repair technician reported the item failed in calibration during service and repair evaluation. The cause of the issue is unknown. The item was sent to the vendor for re-calibration on august 23, 2019. The device will be returned to the customer upon completion of the service and repair process. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On an unknown date, during service and repair, the torque wrench failed calibration. There was no patient involvement. This report is for one (1) torque indicator wrench. This is report 1 of 1 for (B)(4).